Event description:
Bacterin was notified on (B)(6) 2014 of 19 cases performed by a surgeon that resulted in post-op seroma formation. Bacterin products, osteosponge and/or osteoselect dbm putty had been used in 10 of the 19 cases. The cases occurred at two facilities. One of these facilities is investigating the high rate of I&d admits for this surgeon. It was noted by the initial rptr that the physician uses a closure technique that allows "dead space" which may facilitate seroma formation. This surgeon has previously reported post op seroma formation using bacterin products. Historical evaluations of potential adverse reactions reports rec'd by bacterin since (B)(6) 2011 (including these 10 recently rec'd) show that this physician was involved in 68% of the cases. Bacterin has not rec'd any other reports of potential adverse reactions resulting from the use of osteosponge products. All bacterin products are provided sterile via exposure to a validated gamma irradiation dose in the final package.

Manufacturer narrative:
Add'l device manufacture date: 11/2012.